Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects".for this incident, the hcp was unable to remove the sensor during the initial removal attempt as sensor could not be localized/ palpated.the sensor was successfully removed during second removal attempt made. This incident does not require any further actions. B4. Date of this report 12 may 2025. G3. Date received by the manufacturer? 12 may 2025. H6. Health effect - clinical code updated to 4582. H6. Health effect - clinical code updated to 4582. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4311,22.

Manufacturer narrative:
The manufacturer is currently waiting for information regarding next removal attempt. No date is available of yet. The additional information will be provided in a supplemental report.

Event description:
Senseonics was made aware of an incident where a piece of sensor could not be removed during initial removal attempt. The sensor was inserted back in 2021 which was still remaining in the patient's arm. During the removal attempt on (B)(6) 2024, the sensor broke into two pieces and only one piece was removed. Another removal attempt will be made on a future date to remove the remaining piece.